Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient's year of birth was 1968. The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4).

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was implanted during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct, performed on (B)(6) 2021. This ercp was being performed for removal of two previously migrated stents after previous stents had migrated. The day after device implantation, imaging showed that this new stent had migrated slightly, but no subsequent ercp or action was indicated. On (B)(6) 2021, a stent removal procedure was performed. During the procedure, it was noticed that the stent had partially migrated. The stent was successfully removed and there were no new stents implanted. There were no patient complications reported as a result of this event.